Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 280 mg/dl. The customer changed the cartridge and infusion set a couple of times. The infusion site was changed a few times. Tandem clinical diabetes specialist discussed with the customer about trying another type of infusion set as the customer is very lean.